Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in brazil. It was reported that patient faced infusion set cannula bent event. The event occurred on the first day of insertion and the set was in use for one day. The insertion site was at abdomen. The blood glucose value of patient at the time of event was 505 mg/dl and current blood glucose value is 142 mg/dl. Patient was hospitalized and admitted for one day on (B)(6) 2024 for high blood glucose and was feeling sick at the time of hospitalization. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.